Event description:
It was reported that the implantable cardiac monitor (icm) detected a false ventricular tachycardia (vt) episode due to noise. The device is still in use. No patient complications have been reported as a result of this event.